Manufacturer narrative:
New information was received on 12/11 that made this reportable. Hemoptysis is an anticipated, potential side effect associated with the zephyr valve treatment (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). In the liberate study (ide clinical study used to support PMA p180002's approval), 8.6% of the zephyr valve subjects experienced a hemoptysis event during the treatment period (less than or equal to 45 days). 9.8% of the zephyr valve subjects experienced a hemoptysis event during the longer-term period from 45 days after the study procedure through 12 months post-procedure. None of the hemoptysis events reached the threshold of "massive hemoptysis" per the definition of greater than 200 ml blood loss in less than 24 hours.

Event description:
The subject had zephyr valves implanted on (B)(6) 2024. The subject had a pneumothorax that was reported in mdrs 3007797756-2024-00090 and 3007797756-2024-00091 that resolved on (B)(6) 2024. The subject was discharged on (B)(6) 2024. On (B)(6) 2024, the subject was readmitted to the hospital for a hemoptysis of 100ml in 24 hours. Two weeks of intravenous hemostatic therapy was performed. The subject was discharged on (B)(6) 2024.